Event description:
Reportedly, after firing the device, the black return knob could not be pulled back, and then the sulu disengaged from the instrument. Since the sulu was stuck on the tissue and the clamp cover would not be returned manually the surgeon cut the tissue around the device with another stapler.